Manufacturer narrative:
(B)(4). Date sent: 4/10/2023. Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during an unknown procedure, the surgeon was using the device during the case. He found that the anvil head cannot be securely attached to the trocar. They opened up a new device to continue the case. There were no patient consequences or change in the post-operative care of the patient.